Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported restart issue. However, analysis noted several overheat messages in the device logs and the system fan was not working. The fan blade was too tight to rotate. The system fan was replaced and the micro processor unit (mpu) was replaced as a preventative measure. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was occasionally restarting by itself when powered on, especially during implantation procedures. The programmer was returned for service. No patient complications have been reported as a result of this event.